Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 116 -118 mg/dl, 12 mg/dl and the sensor glucose was 60 mg/dl, 93 -94 mg/dl at the time of the incident. The customer¿s blood glucose levels were 151 mg/dl, 93 mg/dl. The sensor glucose value that triggered the suspend event was multiple times and suspend on low limit in sensor settings was at 60 mg/dl. The customer was advised that the sensor needs to be replaced. The sensor will be returned for analysis.